Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, the procedure was performed to look for metaplasia to dysplasia by atrophy or helicobacter pylori infection. Systematic gastric and duodenal biopsies of macroscopically normal mucosa were taken with the device. The device was inspected and tested prior to use, and no functional or structural damage was noted to the device. Twenty-four hours post-procedure, melena and deglobulisation were noted. The melena and deglobuization were treated with ipp's (inhibitors of proton pump), and the patient was hospitalized for three days for monitoring. Another egd procedure was performed three days after the original procedure, and clots were noted on the biopsy sites at the fundus.